Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found only a partial lead (connector end) was returned in one piece measuring 5.7cm with full breach insulation degradation was noted at 5.4cm from the connector pin. Lead was twisted and surface cracking was noted in this location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.